Event description:
During maintenance of the actual device it was discovered that the collimator was loose. There was a rattling sound and you could see a gap of approximately 2 cm at the attachment between the collimator and the tube. When the service engineer drove the column the collimator loosened. No patient involvement, happened during scheduled maintenance of the device.

Manufacturer narrative:
Rca shows human error. Screws were not tightened from manufacturer. To prevent re-occurrence in the production process, an extra control check will be implemented in production to secure that the screws are tightened correctly. The detection of the described malfunction (loose collimator) is assessed to be very obvious. There will be abnormal noises and ocular detection is easy. The IFU states that daily visual inspection of the device shall be performed before use. Only trained personnel are allowed to operate the system. We consider this as a one time event, this is the first reported malfunction of this kind, we have an installed base of (B)(4) units world wide since april 2016. Based on the very low frequency and the easy detection we consider that preventive action in the production process is sufficient.

Event description:
During maintenance of the actual device it was discovered that the collimator was loose. There was a rattling sound and you could see a gap of approximately 2 cm at the attachment between the collimator and the tube. When the service engineer drove the column the collimator loosened. No patient involvement, happened during scheduled maintenance of the device.